Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of sensing integrity counter (sic). It was also noted that the right atrial (ra) lead demonstrated pacing below the programmed lower rate. The leads remain in use. No patient complications have been reported as a result of this event.